Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that 4fr single lumen PICC having holes and twisting, PICC needing removing and replacing. Affects chemotherapy patients. No other information provided, at this time. It was reported this occurred with eight devices. This report addresses all eight devices.

Manufacturer narrative:
Initial medwatch report was submitted indicating medwatch report 3006260740-2024-06157 would address 8 occurrences. Upon receiving additional information about the event, it was determined that their occurrences would be divided between medwatch report 3006260740-2024-06123, 3006260740-2024-06808, and 3006260740-2024-06111, and remaining medwatch report 3006260740-2024-06157 would cover only one occurrence.

Event description:
It was reported that 4fr single lumen PICC having holes and twisting, PICC needing removing and replacing. Affects chemotherapy patients. No other information provided, at this time.